Event description:
It was reported that during a percutaneous transluminal coronary angioplasty (ptca) drug-eluting stenting procedure, a shaft kink and fracture occurred. The lesion was located in the mildly tortuous mid left anterior descending (lad) artery. The lesion was moderately calcified and 85% stenosed. The lesion was not pre-dilated. The taxus liberte 20 x 3.50mm stent was advanced to the lesion, and resistance was encountered just beyond the introducer sheath. A kink was reported in the shaft of the stent delivery system. The physician tried to straighten the kink, and the shaft broke. The physician withdrew the stent delivery system. The procedure was completed successfully with another taxus liberte 20 x 3.50mm stent. No patient injuries or complications were reported. The patient's status is reported as "stable."

Manufacturer narrative:
Device analysis: visual and microscopic examination of the device revealed that the hypotube had broken approximately 82.8 cm distal from the catheter's strain relief. The device appeared to have been kinked at the point of separation. No other kinks or damage were noticed along the shaft of the device. Microscopic examination of the balloon found no issues with the balloon material and or the crimped stent. The balloon was tightly wrapped and did not appear to have been subjected to any positive pressure. A review of the manufacturing documentation for this batch number found that the device met its material, assembly, and product specification. The most probable root cause assigned is operational context, as the complaint is associated with a product that meets the design and manufacturing specification. But due to anatomical/procedural factors encountered during the procedure, the performance was limited.